Event description:
Pt used thermacare continuous heat wrap for low back pain. After 45 mins of wear, the wrap was uncomfortably hot, then a burning sensation began. Pt removed the product and noted first and second degree burns on their low back.